Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was broken during smart touch sf catheter insertion. Blood leaked out. This occurred about 20 minutes after use. The issue was resolved by changing the vizgo sheath to another one. The procedure was completed without patient consequence.

Manufacturer narrative:
Additional information was received on (B)(6)2022. It was reported that the valve was the section that broke/separate. No picture available. The sheath was being used on the patient. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. Additional information was received on (B)(6)2022. It was reported that it seemed to be the valve that broke/separated as the ablation catheter did not pass through the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. Blood return was observed but the patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was a few drops, but the exact amount is unknown. No medical intervention was required to stop the bleeding. On (B)(6)-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was broken during smart touch sf catheter insertion. Blood leaked out. This occurred about 20 minutes after use. The issue was resolved by changing the vizgo sheath to another one. The procedure was completed without patient consequence. Additional information was received. It was reported that it seemed to be the valve that broke/separated as the ablation catheter did not pass through the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. Blood return was observed but the patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was a few drops, but the exact amount is unknown. No medical intervention was required to stop the bleeding. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The device evaluation was completed on 10-mar-2022. The sheath was returned to biosense webster for evaluation then, bwi conducted a visual inspection. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).